Event description:
Customer reported that he was hospitalized two times due to high blood glucose. Customer stated that the blood glucose reading was high and was taken to the hospital for assistance. Customer stated that he was having numerous problems with his insulin pump and ended up in the hospital two times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.